Event description:
It was reported by the customer, the insertion part on the evis lucera bronchofibervideoscope had a dent, and a fiber was broken. No patient harm reported. During the evaluation of the device, it was noted the coating on the insertion tube was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeled coating on the insertion tube due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The image guide (ig) bundle was significantly broken. The insertion part coating was crushed. There were stains on the ig bundle. Watertightness was not maintained due to holes in the forceps channel. There were wrinkles in the insertion part. The bending angle was insufficient due to the elongation of the angle wire. The forceps could not be smoothly inserted into the forceps channel. The channel cleaning brush could not be smoothly inserted into the forceps channel. Scratches were found on the operation part. There was a strange noise when operating the angle. There was elongation of the curved rubber. The curved rubber adhesive was missing. There were scratches on the switch box, grip, up/down plate, and angle lever. The universal cord was crushed and had scratches. The universal cord was difficult to remove due to handling (insufficient cleaning). The scope connector may be scratched. Most of the issues were due to external factors. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue could not be conclusively specified. The probable cause was that the coating may have peeled off due to mechanical stress caused by friction, etc., or the coating may have peeled off due to a chemical attack caused by an unrecommended chemical solution.